Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump had intermittent power. There was no damage or corrosion seen to the pump, the battery cap was intact and secure and the patient had replaced the battery and cap to no avail. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/05/2013 with the following findings: a review of the pump's history revealed multiple pump reboots. The threads on the battery compartment and battery cap were intact; no visible corrosion or cracks were observed. The battery cap was able to be fully tightened and the battery cap height and width were within specifications. The rewind, load, and prime steps were performed with no power losses observed. The pump was exercised for 24 hours on a one unit per hour basal program with no power losses observed. The pump case was removed and no defects were found on the power circuits. The issue of the intermittent power was not duplicated during investigation.